Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported (light emitting diode) led indicator faulty. An orange power led turns off due to a bad connection. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 02apr2019, date of report : 29may2019 . The manufacturer¿s international service technician confirmed the reported issue. It was confirmed that the orange power (light emitting diode) led went off by vibration caused by button operation due to contact failure. A crack in top cover was also confirmed. The manufacturer¿s international service technician replaced the defective power switch overlay and top cover to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.